Manufacturer narrative:
The device was subsequently explanted and returned for testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). A boston scientific technical consultant discussed the clinical observations with the caller and stated that the issue is that a pvc fell into the blanking period after an ap and since the timing of a pvc is unpredictable, all that can be done is to possibly minimize the opportunity for a pvc to fall into this blanking period. The consultant reviewed older episodes with the caller and discussed timing cycles and potential solutions and programming changes for this patient. No other adverse events have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had been experiencing syncopal events and the caller was inquiring about programming options. It was noted that anti-tachycardia pacing (atp) therapy was delivered during the ventricular tachycardia (vt); however, by the time the device had charged and delivered a shock, the patient would pass out. Most recently, the patient hit his head during one of the events. The physician noted that a premature ventricular contraction (pvc) followed by a vp is triggering the patient's arrhythmia. No other adverse patient effects were reported.